Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a full black display. The customer's blood glucose level was 198 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was not returned for analysis.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self- test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with minor scratched display window and broken off reservoir tube lip.